Event description:
Customer received result of 7.0 mmol/l on the aviva system, and a result of 20.4 mmol/l on the mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer has discarded the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). (B)(4). Device will not be returned to manufacturer.